Manufacturer narrative:
(B)(4). Unit passed rewind test and self test. However, unit failed prime/fill anomaly, problem isolated to motor assembly. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test due to prime/fill anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer also experienced low blood glucose level. The customer had changed set. The customer received insulin flow block alarm while fill tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.